Event description:
The customer reported to baxter corporate product surveillance (cps) a v-link standard bore y- type catheter extension set in which a leak was observed at the bonded junction of the v-link and tubing. According to the report, the tubing is still connected to the v-link. This occurred during the initial flushing with sodium chloride. There was no patient involved with this incident. Therefore, there are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample was received used, inside opened packaging with a syringe inserted into the v-link. Visual inspection did not reveal any obvious defects. Functional tests were performed on the sample. The male luer was attached to a vascular device, and was primed. A leak was observed between the tubing and the y-junction. A pressure test was performed at 8psi, and the unit failed. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.